Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with extraneal (2 liters, frequency not reported), physioneal 40, 1.36 (2.5 liters, frequency not reported) and physioneal 40, 2.27% (2.5 liters, frequency not reported) intraperitoneally (ip)for peritoneal dialysis. On an unreported date, the pt did not wear a mask while performing pd therapy. The pt complained of feeling unwell and having stomach pain. He also had vomiting and diarrhea. The renal unit was contacted. The pt was given vancomycin and ceftazidime (dose, and route not reported) as a loading dose. After the loading dose, the vancomycin was switched to 25ml/l daily, ip, and at the time of this report was ongoing. Concomitant therapy was not reported. At the time of this report, the patient was showing improvement and remained hospitalized. Additional information was requested but is not available.